Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures and returned product identified liner shows gouges and indentations to the rim, inner spherical surface, and elevated anti rotation scallops. Cut outs on the outer spherical surface show indentations and deformation from attempted implanting. Product identifier for cutout diameter was measured and found to be in specification. Device was 100% cmm inspected during manufacturing. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: cat# 00875304601 lot# 65860371 46mm o.d. Size ff porous uncemented with cluster holes shell use with ff liners. G2: foreign: china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery the liner would not assemble to the cup. A new liner was used to successfully complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.